Event description:
It is reported that the device was implanted in 2005. The device was revised in 2008, due to pain and multiple dislocations.

Manufacturer narrative:
Eval summary: the pt was admitted for revision of the right total hip due to pain and multiple dislocations of a loose joint. Upon review, it appears as if a linkortho head/neck combination was used with a zimmer trabecular metal shell and trilogy longevity liner. This combination is not approved by zimmer, and may have contributed to the multiple dislocations. No x-rays or photographs were provided for review. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.